Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: article titled, ¿endovascular treatment of isolated degenerative superficial femoral artery aneurysm¿. B3, b6: dates estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported through a research article of isolated degenerative aneurysm of the superficial femoral artery (sfa) are rare and are mostly treated by open surgical management; however, in this specific case endovascular repair was used. The patient presented with an isolated aneurysm in the middle third of the sfa and the peroneal artery as the single outflow vessel. A .035 non-abbott guide wire was advanced and the stenosis was pre-dilatated with a 5.0x100 non-abbott balloon. The aneurysm was excluded using a 6.0x100mm non-abbott stent and post dilatation was performed with a 6.0x40mm armada balloon. Control angiography showed complete exclusion of the aneurysm without residual stenosis; however, final angiography showed distal embolization with complete occlusion of the outflow vessel. The vessel was dilatated with a 3.0x150mm non-abbott balloon and excellent results were achieved. The patient was discharged on the first postoperative day. Complete healing was obtained after 1.5 month. Ten months postoperatively the patient is still completely asymptomatic. Endovascular repair is feasible in both asymptomatic and symptomatic patients. Additional information can be found in the attached article "endovascular treatment of isolated degenerative superficial femoral artery aneurysm". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of obstruction/occlusion and embolism/embolus are listed in the percutaneous transluminal angioplasty (pta), armada instructions for use as known patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling.